Manufacturer narrative:
(B)(4). The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The device history file is not available for review in the us. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance could not be accomplished as the driver serial number was not reported. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action is required. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient was a (B)(6) boy with a desolate vein status who came to an elective surgery. Together with an assistant physician I started the anesthetic-initiation with the search for peripheral vein access at the two puncture sites which were prepared with emla patches. After an unsuccessful puncture, we decided to introduce anesthesia by inhalation. Still it was not possible to establish peripheral vein access even under anesthesia. We involved a second senior physician and decided to place an io-access by using ez-io. Unfortunately, the driver only made a miserable noise when it came into contact with bone, which showed us that the battery was empty. At the end there was no other solution but to establish io-access via a cook needle which was clearly oversized and had to be fixed very carefully in order to be sufficiently protected against dislocation from the operative colleagues.